Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was nonfunctional. The cause for the failure was isolated to a damaged response button switch. The root cause for the damaged switch could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A pt called zoll customer support to report that his monitor response buttons were not working. The pt was issued a replacement battery monitor.